Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sec set no ports w/hanger dehp free had flow issues. The following information was provided by the initial reporter: it was reported by the customer that the secondary set is not infusing with the glass bottle.

Event description:
It was reported that sec set no ports w/hanger dehp free had flow issues. The following information was provided by the initial reporter: it was reported by the customer that the secondary set is not infusing with the glass bottle.

Manufacturer narrative:
H.6. Investigation: 3 unused samples were returned for investigation by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to an IV bag filled with saline. All secondary sets were able to flow. The customer complaint that the secondary set is not infusing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 11448964 lot number 21039541 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - accuracy with lot #21039541 regarding item #11448964.